Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom popped off, insulin pump had different sound. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump piston stopped working. Customer assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a detached/missing end cap, missing motor assembly, cracked and bleeding lcd glass, broken reservoir tube lip, missing address/serial number label, minor scratched display window, peeling keypad overlay and dog chew marks on the case. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, stop (idle) current and run current measurement tests, self test, off no power alarm test and unexpected restart error test, verify audio/vibrate anomaly/absence of alarm, rewind anomaly, prime/fill anomaly or perform the pump trace history download and carelink due to detached/missing end cap, missing motor assembly and cracked and bleeding lcd glass. Unable to verify loose drive support cap due to detached/missing end cap. However, device powered up properly after the test battery was installed. No blank display noted.